Event description:
The tube feeding bag was empty and the pump should have alarmed and turned off. The family member were present at the time and turned off the pump. They refilled the bag and started it up again. Again, once the bag had emptied, the pump did not alarm and did not turn off. The family member ended up setting their own personal alarm clock to solve this problem. The pump was being used on a pt that needed 24 hour feedings.